Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrioventricular reentrant tachycardia (avrt)/(wpw) ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced coronary artery stenosis that required stent placement. Blocked circumflex artery. The event occurred during the procedure located in the coronary sinus. Performing shots with a thermocool® smart touch® sf bi-directional navigation catheter in the coronary sinus at 20-25 watt maximum, high flow irrigation at 15ml. Observation of an abnormality on the ECG by the physician. Realization of a coronarography following the ablation and observation of the clogged circumflex artery. Placement of a stent in the patient. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician's opinion on the cause of the adverse event was procedure and patient condition. Ablation of an accessory pathway located in the coronary sinus was provided. Patient outcome is unchanged. Patient required extended hospitalization. To unblock the obstructed coronary after an ablation shot in the coronary sinus, a coronary angiography was performed on the patient to check the condition of the coronaries. The physician' decision was to insert a stent. The patient stayed for a few more days to check that the condition was not worsening following stent placement. His condition did not worsen. Force visualization features were used: dashboard, vector, visitag.